Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were two patients on the 5th floor and one in ticu that have been found with ruptured balloons on their temperature sensing foley catheters.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "should balloon rupture occur care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were two patients on the 5th floor and one in trauma intensive care unit that had been found with ruptured balloons on their temperature sensing foley catheters. Per additional information received via email on 02jun2025, it was reported that the patient receiving gentamycin irrigations 2 x daily with 1 hour dwell time. Per reporting nurse stated that the patient complained of sudden, sharp pain at foley insertion site. After assessment, reporting nurse found foley next to patient with balloon not intact. (Patient 1). It was reported that the patient was receiving gentamycin irrigations 2 x daily with 1 hour dwell time. Upon reporting nurse evaluation, it was noted that the patient foley was dislodged. After further investigation, it was determined that the balloon had ruptured. (Patient 2). No medical intervention provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were two patients on the 5th floor and one in ticu that have been found with ruptured balloons on their temperature sensing foley catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were two patients on the 5th floor and one in trauma intensive care unit that had been found with ruptured balloons on their temperature sensing foley catheters. Per additional information received via email on 02jun2025, it was reported that the patient receiving gentamycin irrigations 2 x daily with 1 hour dwell time. Per reporting nurse stated that the patient complained of sudden, sharp pain at foley insertion site. After assessment, reporting nurse found foley next to patient with balloon not intact. (Patient 1). It was reported that the patient was receiving gentamycin irrigations 2 x daily with 1 hour dwell time. Upon reporting nurse evaluation it was noted that the patient foley was dislodged. After further investigation, it was determined that the balloon had ruptured. (Patient 2). No medical intervention provided.